Event description:
It was reported that the outer cover would not detach from the bd autoshield¿ duo safety pen needle after attaching it to the novorapid pen. The following information was provided by the initial reporter, translated from japanese: "this is a report about the inability to detach the outer cover. According to the user's verbatim report, after attaching the pen needle to the pen (novorapid), the outer cover could not be detached."

Manufacturer narrative:
Investigation summary: one open 32g x 6mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320738. A functionality test was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the outer cover would not detach from the bd autoshield¿ duo safety pen needle after attaching it to the novorapid pen. The following information was provided by the initial reporter, translated from japanese: "this is a report about the inability to detach the outer cover. According to the user's verbatim report, after attaching the pen needle to the pen (novorapid), the outer cover could not be detached."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.